Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) , is related to case with patient identifier (B)(6) .

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 68 mg/dl, 37 mg/dl, 116 mg/dl, and 95 mg/dl. Readings occurred with two different vials of test strips (lots 476107 and 476373). Customer is not sure which vial produced each result. No adverse event reported. Return of the suspect device was requested for evaluation.